Manufacturer narrative:
The sc1 cap locks properly into the reservoir compartment. The pump passed the active current measurement, sleep current measurement and self test. No pump error 68 and 23 alarm noted during testing. However, pump unable to perform the displacement test due to broken motor slide. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no pump error 23 alarm noted. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing; however, in the pump history found: pump error 68 alarm on 12/09/2024 at 09:49:35.000. Pump error 23 alarm on 12/09/2024 at 09:50:47.000. Multiple pump error 38 alarm on 12/08/2024 from 12:16:27.000 until 12:35:16.000. Pump error 130 alarm on 12/08/2024 at 12:36:47.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, and force sensor. However, found broken motor slide. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Customer alleged not confirmed for pump error 68 and 23 alarm. Pump unable to perform the displacement test and pump error 130 and pump error 38 alarm confirmed in the pump history due to broken motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 68 (trace pointers are invalid), pump error 23 (post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and confirmed customer received pump error 23 & 68. Customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for > 8 hours. Error has occurred more than once after a battery change. Conducted fill cannula delivery test but delivery was not recorded in daily history. No harm requiring medical intervention was reported. Customer was advised to discontinue using the device. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.